Event description:
The medport that was placed in the right subclavian became occluded. This became apparent upon flushing with saline. The patient stated they felt a "pop" and pain. The site became swollen and tender. Fluoroscopy revealed that the contrast extravasated from the port site itself. Very minimal contrast opacifies the actual catheter.